Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported in the last 3-4 weeks therapy was not working correctly. Patient stated she was having urges and its coming out of her and she cannot make it to the bathroom. Patient stated hcp office told her to call manufacturer. Patient stated prior to 3-4 weeks ago therapy was helping her. Patient services assisted patient with using patient programmer to change setting and patient said she was not feeling stim on p1, p2 or p3 and she will continue to try all the programs. Patient confirmed no falls or trauma. Additional information was received from the patient. The caller reported they were not feeling anything/no stimulation. The caller stated their symptoms were getting worse and they were having terrible accidents. They were able to sync with their programmer on the call and it showed they were on program 4 at 6.3v and the ins was off. Caller stated they did not know the ins was off. They were walked through turning the ins back on. As soon as they did they reported they could feel stimulation in the correct area. They were redirected to their healthcare provider if their symptoms didn't resolve after turning stimulation on. No further complications were reported or anticipated.